Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold device (with concomitant obtryx sling) on (B)(6) 2010. As reported by the patient's attorney, on (B)(6) 2011, the patient underwent a revision surgery related to the uphold device. Boston scientific has been unable to obtain additional information regarding the event to date.